Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer performed self test and it was failed. Customer stated insulin pump had failed battery alarm and insulin pump shut off and say battery failed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm or pump error 23 alarm noted during testing. However, battery power loss alarm found in the pump history file due to connector resistance issue. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.